Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:8021545.

Event description:
It was reported that patient faced high blood glucose level 220mg/dl event on 22-march-2026 and treated with pump and injections.